Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have a lead conductor anomaly due to high out-of-range pace impedance measurements greater than 2,500 ohms in bipolar. Intermittent rv lead noise with oversensing was observed in unipolar, with no substantial pauses from pacing inhibition. As a result, this rv lead was scheduled for lead revision. During the revision, there was a lead locking collar anomaly that resulted abandoned distal end fragments from the right atrial (ra) and rv leads in the atrium. The decision was made to replace the entire pacemaker system. The pacemaker was explanted and the leads were surgically abandoned, however it was noted that there were possible plans to re-open the pocket to retrieve the abandoned lead fragments at a later time. No additional adverse patient effects were reported.